Manufacturer narrative:
There was intermittent response on the act and up arrow buttons due to moisture on the keypad traces. No unexpected button error alarm was noted. No moisture damage was noted on the electronic assembly. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, a minor scratched lcd window, a cracked case at the display window corner, a cracked reservoir tube, a cracked reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose was 119 mg/dl. Troubleshooting was done. The customer explained that the alarm occurred right after the insulin pump was exposed to moisture. The customer had taken the insulin pump to take a shower but left the insulin pump in the bathroom. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.